Manufacturer narrative:
The device was in use providing therapy when the event occurred. The patient was placed on another ventilator. There was no delay in therapy. There was no patient harm reported. Patient demographics were requested, but not provided. The customer replaced solenoids #2 and #4 to resolve the issue.

Event description:
The customer reported diagnostic error machine pressure sensor autozero failed (ec 1109) occurred once and it did not repeat. The device was in use; no patient or user harm reported. The customer could not duplicate the reported issue. The remote service engineer (rse) reports the customer will check pin alignment, and possibly replace solenoid 2 and solenoid 4. The customer states he has replacement parts. The proximal pressure was not measured and the pressure-related alarms were compromised. The customer needed to know the solenoid order in the v60. The customer reported when looking at the solenoids after taking off the plate, the one to your left is number one (1), and the one to your right is number four (4). The customer also wanted to know what test was needed to be performed after replacing a solenoid. Provided him the latest service manual, and also the test that needs to be performed. Further information is pending.